Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that the patient collapsed but did not lose consciousness due to inaccurate readings. The cgm was reading 8.4 mmol/l, while the blood glucose (bg) meter was reading 2.1 mmol/l. The patient's mother treated the patient with glucose gel and the patient's bg levels came back up after taking several bg tests. At the time of contact, the patient was in good condition. No additional patient information is available. No data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.